Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to verify failed battery test or unresponsive buttons due to critical pump error. Device received with corroded battery tube and corroded motor home switch. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had the critical pump error and also button error. Customer's blood glucose value was 18 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer stated that insulin pump had open book image on the screen. Customer also stated that the buttons were not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.